Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a spaceoar was implanted in the perirectal fat between the prostate and the rectum during a spaceoar placement procedure performed on (B)(6) 2022. The fiducial markers were placed the same day as the procedure. The patient experienced nocturia that has been effectively managed by medication. After the spaceoar application, patient received oxycodone for discomfort and discontinued use at home. He also reports a sense of fullness during bowel movement and an episode of serious constipation. A CT/MRI was scheduled on (B)(6) 2022. The patient had set to start cyberknife system and 5 treatments on (B)(6) 2022. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.